Manufacturer narrative:
(B)(4).

Event description:
For the past year, the patient had had a pocket of fluid build up. The last time her doctor withdrew fluid from the area, about 100 ml was removed. The hcp ordered a (B)(6) study and an MRI to determine the status of the pump system; it was unclear if the studies had been performed. The hcp thought the catheter might be disconnected from the pump. A revision was being scheduled. The patient outcome was reported as "no injury." The device system was used to deliver morphine sulfate.